Event description:
It was reported that during a device replacement procedure for normal elective replacement indicator (eri), stripping of the hex wrench insert of the set screw was noted on the device. The device was explanted and replaced. The patient was in stable condition.